Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl range, cause was unknown. Customer consumed carbohydrates and glucose tabs to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that cartridge alarms occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified. Additionally, based on the analysis, the alleged low blood glucose issue could not be verified.